Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #2). Additional supplemental emdr's were submitted to represent the bard/davol mesh ¿ composix (device #1) and mesh ¿ composix kugel (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix, composix kugel hernia patch (x2) and allomax surgical graft on (B)(6) 2009 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against composix, composix kugel hernia patch (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix mesh (device #1) & composix kugel hernia patch (device #2). Per operative notes, ¿a composix mesh (device #1) and composix kugel hernia patch (device #2) were placed into the abdominal wall using sutures.¿ (B)(6) 2009 - patient was diagnosed with peristomal ventral hernia thereby underwent open repair with the implant of composix kugel hernia patch (device #3). Per operative notes, ¿a composix kugel hernia patch (device #3) was placed and secured using sutures.¿ (there is no mention/visualization of previously placed composix mesh (device #1) & composix kugel hernia patch (device #2) during this repair) (B)(6) 2020 - patient was diagnosed with abdominal wall abscess, infected mesh & fistula thereby underwent repair with removal of mesh (device #1, #2 & #3), small bowel resection and implant of allomax surgical graft (device #4). Per operative notes, ¿purulent discharge was also noted around the mesh. Lysis of adhesions were removed the loops of bowel from the mesh and dissected the mesh (device #1, #2 & #3) away from the abdominal wall. A allomax surgical graft (device #4) was placed into the abdomen.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix (device #1) and bard/davol mesh ¿ composix kugel (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix, composix kugel hernia patch (x2) and allomax surgical graft on (B)(6) 2009 (x2) and/or (B)(6) 2009 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against composix, composix kugel hernia patch (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.